Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: onyx was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was not returned. Onyx was found within the distal lumen. The apollo catheter was found occluded with onyx. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter accordion¿ report could not be confirmed. The event was reported to have occurred during preparation; however, the returned apollo catheter was found occluded with onyx. Further clarification is required to determine if the correct device was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when onyx was used to treat arteriovenous malformation (avm), the package was opened and it was fou nd that the tip of the apollo catheter was accordioned. It was replaced with another catheter and the procedure went smoothly. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for avm treatment. The access vessel was the femoral artery with a diameter of 5.6mm. Additional information received reported that the damage was found after unpacking. The cause of the damage was not determined.